Event description:
It was reported that intermittent occlusion alarms occurred. Customer changed pump supplies to address the issues. Reportedly the customer is using lymjev insulin. Tandem techincal support informed the customer that lymjev insulin is off label per the tandem user guide. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of evaluation. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.